Event description:
The patient had shoulder instability and the cause is unknown. At about 4 months post priamry the surgeon lateralized the glenosphere, swapped the metaphysis, and upsized the poly to improve patient stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 december 2025: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2432569: (B)(4) items manufactured and released on 10-mar-2025. Expiration date: 2030-feb-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner d 39/+0mm (k170452) lot 2501310: (B)(4) items manufactured and released on 14-apr-2025. Expiration date: 2030-apr-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0170 glenosphere - d 39x24.5 (k170452) lot 2501157: (B)(4) items manufactured and released on 15-apr-2025. Expiration date: 2030-mar-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.